Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer module three was disconnected and defective controller. A field service engineer replaced controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stopped responding, preventing user from removing the required medication and causing delays.there were no adverse events or injuries reported based on this event.